Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # 176c81. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the proximal nozzle and with an unfired white reload loaded on the device. No conclusion could be reached as to what may have caused the nozzle to be damaged. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 176c81, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the laparoscopic gastric bypass that on the first firing of the gastric pouch, the surgeon fired stapler and when he opened the stapler the tissue was stuck to the reload and pulled the reload almost out of the stapler jaws. Then surgeon did second firing that looked fine and then when the surgeon went to open the device to attempt the third firing, the approximal end of the reload popped up and out of the jaws of the stapler. He did not attempt the fourth firing and that reload is still in the jaws of the stapler. He replaced the device with a like device and completed the procedure with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. A manufacturing record evaluation was performed for the finished ech60l with lot/batch number x96d2g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.